Event description:
Procedure: right inguinal hernia repair. Reportedly, the balloon was pumped 26 times, at which time it broke leaving one piece of the balloon in the pt. Piece retrieved, no reported injury.